Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was at the site. Event occurred within 3 hours of insertion. The insertion site was the abdomen. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6006745 have already been previously tested in the complaint (B)(4) on 01/jun/2025. Test results: the reference samples were visually inspected and tested for flow all test results were within specifications as per the test report complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6006745 was manufactured according to the work instruction (wi) version 112 manufactured in the line 4, on 25/apr/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database ]on 04/jun/2025 against malfunction code evaluated occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6006745 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.